Manufacturer narrative:
Findings: no a21 alarm noted after battery installation. Unit passed displacement test self- test and a21 error test. Cracked reservoir tube lip noted. Unit had battery tube threads cracked, minor scratched lcd window and cracked case at display window corners.

Event description:
The customer reported via phone call indicating that the insulin pump had damaged. Customer's blood glucose was 32 mg/dl. The customer was treated for low blood glucose with glucose tablet. The customer stated that there is cracked over the reservoir window and under express bolus. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.